Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
Customer stated that the radiofrequency generator appears to be producing too much heat with the radiofrequency stylet. Physician could feel heat radiate up device shaft during procedure. Patient reported to have a minor skin burn. Please reference 2183870-2015-00280 for the referenced radiofrequency stylet in this complaint.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
Evaluation of the returned generator could not confirm the reported event. Performed test functions and all tests passed. No defects found.